Event description:
Customer reports, dobbhoff jejunal feeding tube was installed during or intervention. "After four days post-op, bile came out from stoma; tube went out." The patient needed to go back to the or for a second operation, after complications of peritonitis. Follow-up information revealed in this instance bile forced the tube out of the stoma site. The sample was evaluated and the balloon was successfully inflated. It appears that the doctor did not inflate the balloon after tube insertion. No patient injury is reported due to product use.